Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent breast prostheses implantation with mentor gel implants on (B)(6) 2013 developed right breast pain and redness and went to the emergency room on (B)(6) 2018. The patient was treated with antibiotics for infection. No date of explantation or revision was reported thus far. The patient also reported an ultrasound done in (B)(6) 2019 shows bilateral breast lesions. Follow up is in progress. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the patient¿s left-sided device.